Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was returned and analyzed. The diode electrical discontinuity was open. Received device in unopened original shipping package. Device loses telemetry when attempting to interrogate it. (B)(4).

Event description:
It was reported that the device could not be interrogated and had unexpected battery longevity. The device was explanted. No patient complications have been reported as a result of this event.